Manufacturer narrative:
Method: device history record review. Results: device history record review - after performing a review of the complaint file, device history record and a root cause analysis, the manufacturing process met all requirements. Therefore, the manufacturing process can be ruled out as the root cause of this complaint. The most likely root cause of this complaint is a change in the lens position due to patient related factors, but a specific root cause cannot be determined. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search, medical review and device history record review, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's left eye on (B)(6) 2014. The patient 6 weeks post-op had a dilated exam and ubm. The target was -1.25d but the lens is actually sitting more anterior. The patient experienced a refractive surprise outcome. The lens remains implanted. A supplemental medwatch will be submitted when additional information is made available.

Manufacturer narrative:
Method: medical review. Results: medical review: os: reportedly the patient did not achieve refractive target following iol (single- piece collamer) implantation six weeks prior. No secondary surgically or medically intervention was performed. According to the email correspondence between the surgeon and kol the most likely cause of the event was change in lens position due to patient related factor (capsular phimosis combined with capsular contraction). Dfu instructs physicians under warnings "4. Refractive change toward hyperopia, (that may be successfully relieved by anterior yag capsulotomy) has occurred in a small number of cases potentially due to posterior displacement of the iol/capsular fibrosis. (Not reported when larger than 5.5mm diameter capsulorhexis performed)." Conclusions: based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens remains implanted.